Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) arrest. It was further reported that the right atrial (ra) leads exhibited under-sensing. It was also reported that the right ventricular (rv) lead exhibited over-sensing, t-wave over-sensing (twos) and under-sensing. The ra leads and rv lead remain in use. No further patient complications have been reported as a result of this event.